Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implant date provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that the surgeon failed to insert the end cap. Additionally, no new end cap was implanted as well.

Manufacturer narrative:
These dates were inadvertently reported as 1/17/2019 in the initial report due to time difference. The correct date is 1/18/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation with afn system was applied to surgery for femoral diaphyseal fractures with ao type 32-a1. During the surgery, the end cap could not be inserted into the unknown afn nail. The surgeon began inserting the nail and three (3) unknown screws at the distal side. Next was a back strike of the afn nail. Finally, a proximal side using two (2) locking screws with stardrive recess (std) screws. The surgeon tried to insert the end cap but failed. There was no new afn nail used. The surgery was successfully completed with a 30-minute delay. There was no adverse consequence to the patient. Concomitant medical products reported: unknown locking screws with stardrive recess (part #: unknown, lot #: unknown, quantity: 5). This report is for one (1) unknown - nails: afn. This is report 2 of 2 for (B)(4).